Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine pulse generator change out procedure upon device interrogation, the right atrial lead exhibited noise resulting in auto mode switching. The patient was asymptomatic to lead noise. No intervention was reported.